Event description:
The event occurred during an arthroscopy with acl reconstruction, patellar graft and partial medial meniscectomy of right knee. Fluid being pumped extravisated into subcutaneous tissue with subsequent swelling of right leg to inguinal region, including right scrotum. The fluid was saline. The question is if the machine didn't sense or if the entry instrument was displaced by positioning during surgery. The alarm should have sounded but didn't.